Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at time of incident and blood glucose level at the time of the call was 535 mg/dl. Customer treated with insulin pump. The customer stated that the drive support cap appeared to be normal. The customer declined to perform high pressure test. The product will not be returned for analysis.